Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes and the associated device data logs for the reported arm cart assembly. Review of the field service notes indicate that the an error message of 'robotic arm (ra) brake state error) on robotic arm_joint 2 (ra_j2)'. The system experienced a communication error with the arm. Evaluation of the device data logs indicates that the arm experienced two occurrences of a failure of the potentiometer redundancy check on raj2, with each occurrence resulting in the arm being placed in a hard stop state. Two error messages were triggered: 'aca communication timeout or failure' and 'instrument not fully seated or locking failure'. Evaluation of the arm cart assembly confirmed the reported condition. The most likely cause could be related to a potentiometer failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy procedure, the arm became unresponsive due to a communication error. To resolve the issue, the arm was reconnected and recalibrated. It functioned normally for a while until the same failure occurred again. The arm was reconnected and recalibrated once more to proceed with the surgery. There was a delay of 6 minutes due to the reported issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy procedure, the arm became unresponsive due to a communication error. To resolve the issue, the arm was reconnected and recalibrated. It functioned normally for a while until the same failure occurred again. The arm was reconnected and recalibrated once more to proceed with the surgery. There was a delay of 6 minutes due to the reported issue. There was no patient injury.